Event description:
During femoral angio, dr. (B)(6) placed a b. Braun mini-ghost balloon through a contralateral sheath and into right sfa. The wire was removed for a contrast injection. Following the injection, several attempts were made to introduce a wire into the minighost using several different size & brands of wires. Nothing would advance further than 10-15cm. Dr. Stated that it felt like the wire hung up on a "ledge." Eventually, the catheter was cut, a wire advanced through the lumen and the mini-ghost exchanged for an ev3 powercross. Pta performed, followed by stent placement.